Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
On (B)(6) 2019 a conference call was held with the surgeon, about the ongoing pmcf for the rosa one device. The surgeon transmitted information about adverse events that he recorded. An incorrect implant positioning was noted during an intra-operative CT-exam. According to the gertzbein and robbins classification system, the pedicle screw accuracy was grade d (<6mm) for one of the trajectories, and was grade a (0mm) for the other three trajectories. According to the surgeon the severity is mild. No revision was necessary, the screw positioning was accepted. The surgeon detailed that there was a spinal / pelvis rotation that explains the imprecision. The patient reference was positioned on iliac crest whereas the patient had ventral mass. Spine movements were not transmitted to the iliac crest. Relation to device: probably // relation to instrument: not related // relation to procedure: definitely.

Event description:
On december 02nd, 2019 a conference call was held with the surgeon, about the ongoing pmcf for the rosa one device. The surgeon transmitted information about adverse events that he recorded. An incorrect implant positioning was noted during an intra-operative CT-exam. According to the gertzbein and robbins classification system, the pedicle screw accuracy was grade d (<6mm) for one of the trajectories, and was grade a (0mm) for the other three trajectories. According to the surgeon the severity is mild. No revision was necessary, the screw positioning was accepted. The surgeon detailed that there was a spinal / pelvis rotation that explains the imprecision. The patient reference was positioned on iliac crest whereas the patient had ventral mass. Spine movements were not transmitted to the iliac crest. Relation to device: probably // relation to instrument: not related // relation to procedure: definitely.

Manufacturer narrative:
A full analysis of the data logs could not be performed due to that data were never provided despite multiple attempts to retrieve them. The event is non-verifiable and the technical root cause cannot be determined.